Event description:
This patient experienced instent restenosis of a cypher stent approximately seven (7) months post implant. This was treated with rotational atherectomy. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking aspirin, beta-bockers and plavix. The patient was taken electively to the cardiac cath lab, where angiography revealed 15mm, 70% ostial lesion in a saphenous vein graft (svg) to the 1st diagonal branch. A bolus of heparin was administered via IV. No gp iibiiia inhibitors were administered during the procedure. There were no difficulties in accessing or wiring the vessel noted. The svg lesion was not predilated prior to stent placement. A 3.0 x 23mm cypher stent was deployed to 16 atms with satisfactory results. The stent was post-dilated with the cypher sds inflate to 16 atms. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on the same pre-procedure medications with the addition of statins the following day. Approximately seven months later, the patient was readmitted due to recurrent chest pain. Repeat angiography demonstrated a 70-80% restenosis of the cypher stent in the svg at the 1st diagonal branch. This was treated with rotational atherectomy.

Manufacturer narrative:
This 57 year-old female patient with a history of previous pci, previous mi, and previous CABG had cypher stent implantation. These are pre-moribid conditions which increase the risk for a mace. The lesion was located in the ostial svg to the 1st diagonal branch. The safety and effectiveness of the cypher stent has not been established in lesions located in the svg or in ostial lesions. The lesion was not pre-dilated. The safety and effectiveness of direct stenting has not been established. A cypher stent 3.0mm x 23mm was deployed to 16 atms. Approximately seven months later, repeat angiography demonstrated a 70-80% restenosis of the cypher stent in the svg t the 1st diagonal branch. This was treated with rotational atherectomy. Evaluation summary: the product was not available for analysis. A review of the manufacturing route sheets confirmed that this product met quality requirements for product acceptance. Conclusion: there are patient, lesion, and procedural factors that may have contributed to the event.